Event description:
Trailblazer separated at the marker bands. The distal portion was still present on the wire. No injury to the patient reported.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Evaluation summary: the trailblazer support catheter was received for evaluation with a guidewire . The trailblazer catheter exhibited a fracture at the proximal edge of the middle marker band. The 23mm section of the catheter distal to the fracture site was seized over the guidewire. The proximal fracture face exhibited very localized (1mm) of necking. The fracture location coincided with the shaft's polymer reduction (to accommodate the marker band). The lumen between the guidewire and the inner wall of the catheter exhibited trapped sanguine material (blood and possible contrast, saline, etc.). The diameter of the guidewire was slightly reduced at the distal edge of the catheter reflecting the forming of the polymer sleeve over the distal, tapered core. The maximum diameter detected for the exposed guidewire proximal to the seized trailblazer fragment was 0.017.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.